Event description:
New information received notes that lead conductor fracture was also noted on the lead.

Manufacturer narrative:
A partial lead with distal tip measuring 50.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving a vibratory alert for hv lead impedance out of range. It was noted that the hv lead impedance has been steadily increasing since implant. Further evaluation noted higher than upper limit hv lead impedance. The lead was explanted and replaced. Patient¿s condition was stable post-procedure.